Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event, of loss of external power and low voltage alarms while using the mpu, was confirmed in the submitted log file. The rsoc (power source / battery capacity indicator) voltages and cable voltages dropped out (essentially went to zero volts) during the loss of external power events. This resulted in power cable disconnect alarms and low power (voltage) hazard alarms. The lvad (pump) did not stop during these loss of power events ¿ as the controller backup battery activated or cable voltage on one of the power leads was still present. The rsoc voltages and cable voltages were typical when connected to batteries. The atypical rsoc voltages while exclusively on the mpu are indicative of an mpu unit or patient cable connection issue. The customer returned the mpu for evaluation. No issues occurred when the unit was operationally tested. The returned mpu was functionally tested and passed; the unit was returned to the customer. The reason for the loss of external power events was not determined based on this analysis. The mobile power unit (mpu) assembly (pn 108285) was made in aug 2020. The unit was packaged (pn 100159807) and placed into stock on sep 4, 2020. The unit was sent to the customer on oct 12, 2020. The unit had no previous services. System controller warnings, alarms and the actions to be taken as a result of the alarms are described in the heartmate 3 lvas patient handbook and the heartmate 3 lvas instructions for use (IFU) rev b. Set up and use of the mobile power unit (mpu) with the heartmate 3 system are documented in the heartmate 3 lvas patient handbook and the heartmate 3 lvas IFU. Specific warnings and cautions regarding the mpu's set up, the potential tripping hazards presented by the mpu patient cable and power cord, and the electrical outlet used (including location and accessibility) are given in both the heartmate 3 lvas patient handbook (p.80) and the heartmate 3 lvas IFU (p.3-38). The heartmate 3 lvas patient handbook states that the patient should contact their hospital should they believe their equipment has issues - "if for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment". No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturers investigation is completed.

Event description:
It was reported that the patient had a no external power and low voltage alarms. Log file analysis captured a no external power on (B)(6) 2020. Patient has not had any additional alarms. The mobile power unit has a v-lock connector on the ac power cord. The power cord did not come loose at the wall/outlet and no environmental circumstances were responsible for the loss of power.